Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block e1: initial reporter's facility name is (B)(6) medical center; reported here as the facility name exceeded the character limit for the designated field. Block g4: the remaining premarket/510(k) number is k946358; reported here as premarket/510(k) number exceeded the character limit for the designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that a stonetome was attempted to be used during a procedure performed on an unknown date. During the procedure, the knife got separated when performing a papilla incision. The procedure has been completed with another lot of the same device. No further information has been obtained despite good faith efforts. There were no patient complications reported as a result of this event.